Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an alert message due to a device reset was observed during an ICD check. However, the physician was able to reprogram the ICD. The current patient status is good. New information indicated that the physician elected to explant the device due to low battery voltage.